Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a stent issue occurred. A 2.50 x 48mm synergy? Xd drug-eluting stent was selected for use. During the procedure, prior to advancing the stent onto the guidewire, it was noted that the stent struts were expanded at the distal edge of the stent. The procedure was completed using an alternative device. No patient complications were reported.